Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier failed engagement based on a log review. The instrument did not fail mechanical engagement when placed in the system. The instrument inputs engaged with the sterile adapter in multiple attempts. A review of the log showed error code 22020 "installed medium-large clip applier failed to engage on usm3 (grip axis failed to engage)." This is caused by broken grip input disks at the proximal end. Also, the instrument was found to have both grip input disks broken. Input disks #6 and #7 were found completely detached from the base of the housing. This caused the engagement failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the large hem-o-lok clip applier instruments with an alleged issue to perform failure analysis. The reporter indicated the instrument was not available for evaluation. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a large hem-o-lok clip applier instrument was making a rattling noise from the instrument housing. It was not working on arm 3. Another clip applier instrument resolved the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the large hem-o-lok clip applier instrument did not respond appropriately when attempting to close the jaws; instead, the wrist angled sharply to one side; it was later tested and was working appropriately. The clip did not fall off the instrument. That large hem-o-lok clip applier instrument will not be returned. There was no harm or injury to the patient.